Event description:
Dexcom's g7 data accuracy has made my life upside down by constantly providing incorrect reading to tandem insulin pump and having hard time to control my diabetes. I would like to fix this issue as soon as possible to save diabetes patients life who depend on it. Manual blood glucose reading was 256.